Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. This device declared ert while implanted. The nominal longevity in the current bin was 7.7 years. The device was set ert in 8.7 years. Lifetime longevity was noted at 112%. A longevity calculation was completed and noted that the longevity changes were due to fluctuations in the auto capture thresholds and the small fluctuations in lead impedance measurements. Thus resulted in the observed of rapid battery depletion.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this implantable pacemaker had reached elective replacement time (ert) and noted to had a rapid battery depletion, however, based on product performance report this device met its labeled longevity. This pacemaker was explanted. No additional adverse patient effects were reported.